Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bad picture. The issue was identified during preparation and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage/cracked video connector a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "bad picture" found bad blurry image due to scratches/dust on cover glass ccd lens. The most probable cause of the complaint is random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a bad picture. The issue was identified during preparation and there were no reports of patient harm.